Event description:
The customer contact reported the patient received less medication than intended. The device was returned to the biomedical department with a signed note that stated, "pump delivery amount does not match emptying of syringe. Pump set 8.4ml should be missing but only 6ml was actually gone." No tracking information was provided; therefore, no specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.